Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. The device had cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 96 mg/dl. Customer stated he pressed the act button and the device alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.